Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that one of the extension tube was detatched from the suture wing of the catheter. Since the catheter had been secured firmly(statlock was used and tapes were put on the statlock for reinforcement. After that, the dressing was applied to cover the whole of the insertion site and the statlock.), the facility suspects the cause of detatchment may be manufacture-related. There was no reported patient injury.

Event description:
It was reported that one of the extension tube was detached from the suture wing of the catheter. Since the catheter had been secured firmly(statlock was used and tapes were put on the statlock for reinforcement. After that, the dressing was applied to cover the whole of the insertion site and the statlock.), the facility suspects the cause of detachment may be manufacture-related. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the extension leg detached from the bifurcation was confirmed, but the exact cause was unknown. One 5 fr d/l groshong PICC was returned for investigation. The returned sample exhibited evidence of use. The proximal extension leg was received separate from the catheter. It was observed that 0.44¿ of the extension leg had been molded inside the bifurcation, which was within specification. A microscopic examination revealed that material from the proximal end of the molded bifurcation remained attached to the external surface of the detached extension leg. A functional test revealed that the lumen of the catheter with the detached extension leg was occluded and could not be flushed. Whether this was a factor in the reported event was unknown. The detachment reportedly occurred during use. The complainant reported that the catheter had been secured with a statlock stabilization device and a dressing was used to cover the insertion site and the statlock device. A tactual investigation revealed a slight amount of elastic weakness in the detached extension leg, which indicates that the extension leg may have been stretched. Since it appears that the extension leg was molded correctly to the bifurcation, the cause of the damage was not determined.